Event description:
It was reported surgical intervention was undertaken wherein the fractured lead was explanted and replaced. Note: both of the patients leads are being reported as explanted as it is unknown what lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00584. It was reported one of the patients leads is fractured. Fractures was confirmed via x-ray, surgical intervention may be pending to address the issue. Both of the patient's leads are being reported as it is unknown which lead is fractured.